Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The patient contacted lfs (B)(4) on (B)(6) 2010 alleging inaccurate high readings on her one touch ultra mini meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information from the customer care advocate (cca) in (B)(6): the patient claims she had obtained results of 8.7 mmol/l for a couple of days on her meter. Due to the alleged high readings she started to eat less food, and a couple of days later, she started to develop symptoms of feeling sweaty, shaky and sick to the stomach. At the time of exhibiting symptoms she tested her blood glucose and obtained readings around 8 mmol/l. Due to the symptoms she drank orange juice. She had the symptoms for about one week. She claims whenever she had the symptoms she would self-treat with food/drink and felt better. She retested after self-treatment and the meter would still display results around 8 mmol/l. The patient tests twice a day. Patient only controls her diabetes by diet and does not take any diabetes medication. While troubleshooting it was noted that the patient was using expired test strips. Using expired test strips may lead to false blood glucose readings. The patient may have been using the expired test strips for about six months. Product was replaced. The complaint is being reported since the patient alleged that due the high readings, she changed her diet and later developed symptoms and had to self-treat with food.